Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was not reported. It was not reported if the patient was hospitalized for the suspected peritonitis. The treatment of the suspected peritonitis event was not reported. The outcome of the suspected peritonitis event was unknown. The action taken with pd therapy was unknown. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the patient was not diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.